Event description:
It was reported a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device and delivery system was prepared and then inserted into a watchman truseal access system. The closure device was deployed and as the shoulders were coming out, the shoulders jumped forward and the core wire went back into the delivery system. It was noted the closure device was no longer attached to the core wire. The closure device was in an acceptable location, had good compression and sealed the laa. Therefore, the procedure was successfully completed. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a 35mm watchman (flx) delivery system with no implant, and blood in the device. The hub, sheath, core wire, and tip were microscopically and visually examined. Inspection of the device revealed numerous kinks in the sheath. There was no other damage or defect observed. Media from the clinical procedure was provided to boston scientific and reviewed by a member of the complaint investigation site (cis). Two video files and 1 image portray the core wire detaching from the threaded insert of the implant after the shoulders of the device are exposed. Media review confirms the reported event. Product analysis could not confirm the reported events as clinical circumstances could not be replicated; however, the media review confirms the reported event as the core wire detached after implant shoulder exposure from the sheath.

Event description:
It was reported a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A 35mm watchman flx laa closure device and delivery system was prepared and then inserted into a watchman truseal access system. The closure device was deployed and as the shoulders were coming out, the shoulders jumped forward and the core wire went back into the delivery system. It was noted the closure device was no longer attached to the core wire. The closure device was in an acceptable location, had good compression and sealed the laa. Therefore, the procedure was successfully completed. There were no patient complications.